Event description:
A report of difficulty charging was received. A bsn representative analyzed the pt's database and the results supported the complaint. It has been recommended that the pt's implant be replaced.